Event description:
It was reported that, the tip of a versajet exact assy, 45 degree x 8mm was bent and water was a mist instead of jet stream. As this was noticed on service and repair operations, no patient was involved.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation, all supplied information has been reviewed and we have not been able to confirm the complaint. The supplied tracking number provided, shows that an alternate device relating to another case was received. Not the complained versajet handset. The instruction for use highlights, examine all components before use. If you believe a component to be faulty, damaged or suspect, do not use. It is noted that the damage tip was observed during servicing of the console, not in theatre use. The IFU further details that these devices are single use only. A documentation review has been conducted, confirming previous complaints of this nature. No historical escalations or manufacturing problems were observed. A review of the device history confirmed that no manufacturing problems where observed. The instructions for use contain comprehensive instructions on the safe operation and use of the device. The risk files mitigate the reported issue with no updates required. This investigation is now complete, with no manufacturing problems observed, no corrective actions are deemed necessary. Smith and nephew can confirm the device was released according to specifications and continue to monitor for adverse trends relating to this product range.